Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device displayed an "internal comm failure - 1472," "internal comm failure - 1474," and "empty battery- 1430" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.